Manufacturer narrative:
The device powered up properly after battery installation. The pump was received with operating current within spec. There was no unexpected weak battery alarms noted. The pump alarmed button error followed by unresponsive up arrow button due to corroded keypad traces. There was no display ramping on its own anomaly noted. The pump passed displacement test, basic occlusion test, prime test, and excessive no delivery test. The pump alarmed motor error during occlusion test due to fault force sensor resistor. The motor was tested outside of the device and passed. The pump was received with cracked case at the display window corners, display window and reservoir tube cracked. The pump was also received with minor scratches to the lcd window, and stained end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the numbers continuously scroll. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.